Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, dyspareunia, and vaginal scarring. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic pain, stress incontinence. It was reported that the patient had a concurrent procedure of a lavh and bso performed during mesh implantation.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced severe urgency, and frequency.